Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer reverted to manual injections for insulin therapy. The customer's blood glucose ranged between 250 - 350 mg/dl at time of event.